Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a low battery alert and power loss alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery ran out and it only lasted about a week. The customer stated that they inserted new aa batteries in the pump and it started to beep. After checking the customer's alarm history, the battery related issues the customer is experiencing are "replace battery now" alarms. The customer stated that the battery cap is not loose, cracked or damaged. The customer was explained causes of the power loss alarm. The customer declined to troubleshoot for the power loss alarm. The customer will be sent a replacement pump.